Event description:
The customer contact reported a leak. The tubing set was being used to deliver parenteral nutritional. After an unspecified length of time, the customer contact reported an unspecified volume of solution leaked reportedly from the y-site of the tubing set. No specific details were provided. There were no reported adverse pt effect and no delay in therapy critical for this pt. No medical interventions were reported. Hospira's medical investigation is complete.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to the hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number listed. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).